Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Approximately, less than one year ago, an unknown manufacturer's 6 x 100 x 135 cm stent was implanted. The 70% stenosed target lesion was located in the calcified superficial femoral artery. An epic iliac stent was deployed at the target lesion to extend the previously implanted 6 x 100 x 135 cm stent. During dilation with a 5 x 100 mm mustang balloon catheter, it was noted that the epic iliac stent was longer than the balloon. Under magnification the distal half of the epic iliac stent looked stretched. The procedure was completed with this device. The final stent result was well positioned and well apposed to the vessel wall. No patient complications were reported and the patient's status is listed as ok. In the opinion of the customer the stent damage occurred due to the deployment issues with the sds reel.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).